Event description:
We received a call from the husband of a vns patient. He states that the patient has been implanted since (B)(6) 2003 in (B)(6) for depression and he states that she now says that she isn't feeling stimulation and hasn't for about 3 -4 months. He thinks it needs to be replaced but he is not sure. He states that she doesn't have a current psychiatrist that monitors her vns and has not had one for quite some time. The patient has been having ect treatments. It is believed that their battery is at end of life. At this time, the patient is not been seen by a vns treating doctor. The patient had been much better when their vns was working. It is believed that the patient is having an increase in their depression. If the patient is seen for follow up care further information can be attained about the reported event.

Manufacturer narrative:
Operator of device corrected data: lay user/patient not physician. Type of report corrected data; omitted on initial report, 30 day report.

Event description:
Additional information was received from the patient's husband who mentioned that they were considering returning to (B)(6). His wife has had 3 series of ect in the past year. The patient is looking for a surgeon who will donate their services. At this time a surgeon has not been located.